Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: a removal of hardware was completed on 13oct15 due to plate breakage; two plates were reported as broken in the same location of the plate, post-operatively. The initial implant date was (B)(6) 2015. Original procedure was for orthognathic procedure for mandible. Fracture healed and no devices were re-implanted. All broken fragments and pieces were removed successfully during hardware removal. No surgical delay was reported. The complaint condition for the two 447.038 2.0mm titanium curved sagittal split plates with unknown lot numbers was likely caused by excessive contouring prior to implantation; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the twelve returned unknown screws with unknown lot numbers. The twelve returned unknown screws were received in fair condition consistent with insertion, 6 months of implantation and removal. No product issue was identified in the complaint description or noted upon examination. Therefore, a review of the risk assessment is not applicable for the screws. This investigation is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for twelve (12) unknown screws. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: a review of the device history records cannot be requested without a valid lot number for the device(s). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to plate breakage. Two (2) plates, which were originally implanted on (B)(6) 2015, reportedly broke in the same locations (of the plate) post-operatively. The fracture itself had healed so no new devices were implanted during the revision. All broken fragments and pieces were removed successfully and the procedure was completed without delay. The original procedure was an orthognastic procedure for the mandible. Update: twelve (12) unknown intact screws were received with the broken plates. Although no allegations of product failure were made against the screws, the devices cannot be disassociated from the reported event. This report is for twelve (12) unknown screws. This report is 3 of 3 for (B)(4).